Event description:
It was reported the lead would not advance fully into the implantable neurostimulator (ins) at implant. Many different methods were tried to fully insert the lead. The ins was rotated and the lead reinserted and the lead was cleaned and ensured to be straight. There were no noticeable external defects with the ¿non-functioning/bad¿ ins and the cause of the event was not determined. After 45 minutes, a new, different ins was used. The lead was able to advance fully into the new ins on the first try without any resistance. Following the procedure, the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy245606h ) showed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).